Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoraco/wedge/segmental resection. During the third firing for segmental resection of the lung when the surgeon clamped the tissue he was not able to squeeze the handle and fire the device. The sales rep noticed some proximal staples came out of the staple pocket and were still stuck in the reload. The case was completed using another device. Patient status is alive, no injury.